Manufacturer narrative:
(B)(4). A second device was received on 03 feb 2017. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No needle was returned with the devices. Witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection for instrument two. No sheering on the toggle switches was observed under microscopic inspection. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Engineering noted that the device investigation regarding the ¿difficult to load needle¿ complaint mode produced a direct correlation between improper needle orientation and the ¿difficult to load needle¿ condition that is being reported. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a total lap hysterectomy (tlh) procedure involving the closure of the vaginal cuff. The device was not holding the needle. It was also hard to load. There was no patient harm.